Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect ipth results for two patients when compared to another method (roche cobas). The elevated architect results do not match the clinical pictures. No adverse impact to patient management was reported. Sid (B)(6): architect 91.9 pg/ml, roche 28.2 pg/ml. Sid (B)(6): architect 53.5 pg/ml, roche 24.4 pg/ml.

Manufacturer narrative:
Health effect impact code: f26 component code: g01003 d8. Was this device serviced by a third party? No the complaint investigation was performed for observed falsely elevated results, when compared to another method. The investigation included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records and historical performance of reagent lot 00120f000 through abbottlink data. The historical performance of reagent lot 00120f000 was evaluated using world wide data from abbottlink for the routine assay. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 00120f000 within the established control limits. Based on the investigation, no product deficiency was identified.